Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) pace impedances started abruptly changing to a high measurement, and then back down again, since a couple of weeks from implant. Recently the impedance abruptly changed to a measurement greater than 3000 ohms, on the other manufacturer's right ventricular (rv) lead, that is connected to this ICD. The stored episodes and presenting electrograms (egm) have been reviewed and no noise was present. Sensing, thresholds, and shock lead impedance measurements all look good. The physician was thinking of revising the lead; however, as all other values are acceptable and the patient is not dependent, the ICD was reprogrammed to increase the lead out of range value and they turned on the noise alert. The patient will continue to be monitored. No adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) pace impedances started abruptly changing to a high measurement, and then back down again, since a couple of weeks from implant. Recently the impedance abruptly changed to a measurement greater than 3,000 ohms, on the other manufacturer's right ventricular (rv) lead, that is connected to this ICD. The stored episodes and presenting electrograms (egm) have been reviewed and no noise was present. Sensing, thresholds, and shock lead impedance measurements all look good. The physician was thinking of revising the lead; however, as all other values are acceptable and the patient is not dependent, the ICD was reprogrammed to increase the lead out of range value and they turned on the noise alert. The patient will continue to be monitored. No adverse patient effects were reported. It was reported that intermittent high out of range rv pacing impedance measurements greater than 2,000 ohms continued to be observed. Technical services (ts) discussed potential causes and discussed the option of delivering max energy commanded shocks. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) pace impedances started abruptly changing to a high measurement, and then back down again, since a couple of weeks from implant. Recently the impedance abruptly changed to a measurement greater than 3,000 ohms, on the other manufacturer's right ventricular (rv) lead, that is connected to this ICD. The stored episodes and presenting electrograms (egm) have been reviewed and no noise was present. Sensing, thresholds, and shock lead impedance measurements all look good. The physician was thinking of revising the lead; however, as all other values are acceptable and the patient is not dependent, the ICD was reprogrammed to increase the lead out of range value and they turned on the noise alert. The patient will continue to be monitored. No adverse patient effects were reported. It was reported that intermittent high out of range rv pacing impedance measurements greater than 2,000 ohms continued to be observed. Technical services (ts) discussed potential causes and discussed the option of delivering max energy commanded shocks. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.